Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This motor unit was returned for failure analysis and it was reported that the system experienced a 23022 error. The reported issue was replicated on site. System logs were checked, confirming that error 23022 had occurred. Troubleshooting was performed and the issue was initially isolated to the axis 2 motor, which was replaced to address the reported issue; however, the error persisted. Further investigation revealed that the actual issue was with the acp. The acp was replaced to resolve the problem. Therefore, the axis 2 motor is considered the wrong part returned. The root cause appears to be the acp. This acp cfg unit was returned for failure analysis, and the reported error 23022 was confirmed but not replicated. In artemis, this error 23022 was found, indicating a brake test error, confirming that this error did occur in the field. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg unit was returned along with patient side cart (psc) motor axis2 sus assy pn 372824-50, for the same reported event. This acp cfg was installed, successfully programmed, and tested on the pca golden system. It underwent 10 power cycles with no issues on startup, and no errors or failures were triggered. This acp cfg remained on the system for 1 hour idling in normal mode with no issues. The helm control functionality test was conducted, and no errors were triggered. In addition to the test, this unit went through in process correction verification per doc (B)(4) and passed all the tests. Reviewing the history logs, replacing the acp cfg unit did not resolve the issue. As a result of this test and findings, failure analysis concluded that no root cause could be attributed to the reported event with this acp cfg unit.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the robot to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that a boom error 23022 occurred. The issue was resolved temporarily by performing a power cycle, which prevented the error from reappearing until the system was used again. However, to avoid potential risks, the decision was made to swap out the patient side cart (psc) with one from a different system.